Event description:
It was reported that air embolism, st elevation and no flow occurred. The target lesion was located in the mid circumflex artery. A stent was implanted and post dilation performed according to plan. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination but during pullback, the imaging sled stopped mid vessel. When pullback was restarted, air was observed on the ivus images and the patient started having st elevation. The catheter was removed. During angiogram, the circumflex had no flow distal to the stented area where the ivus pullback was started. The patient was given nitroglycerin and stabilized. Final angiograms were taken showing a normal circumflex artery. The patient fully recovered.